Event description:
It was reported that the right ventricular lead superior vena cava (svc) impedance was elevated with positional changes. The rv lead was suspected of fracture and a patient alert was triggered. The right ventricular lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and the defibrillator conductor was fractured. It was also noted that the defibrillator conductor was distorted, there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer tubing overlay was breached cut, and the outer insulation had a cosmetic depression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead superior vena cava impedance was elevated with positional changes. The lead is still in use. No patient complications were noted as a result of this event.